Event description:
Customer reported questioning low positive sars-cov-2 tma samples run on panther instrument sn (B)(4). Customer retested the samples in question which had rlu values between 500-1000, and they resulted negative on non-hologic platforms. Customer reviewed data with hologic molecular applications specialist (mas) but did not specify which worklists or sample ids were affected. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Hologic molecular applications specialist (mas) ivan and senior manager scientific affairs, virology had a meeting with customer to discuss the assay sensitivity. Mas reviewed data with customer, and they agreed the results were true positives. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.